Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed an 'exceeded the 2 years' service life of your battery' message. The hlm was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, the hlm was installed in september of 2025.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via a photograph provided by the user facility. Multiple diligence attempts for part return were unsuccessful and therefore no evaluation could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.